Event description:
The patient presented in clinic following dizziness and feeling faint. Further interrogation of the device revealed episodes of noise resulting in oversensing and pacing inhibition on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.